Event description:
It was reported "unexplained errors causing pump to need restart.". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.